Event description:
It was reported that rep received a minor shock from spark.

Manufacturer narrative:
Alleged failure: "y cable (p43614) not working for wireless transmitter (20l506574)- believe there is a short because when testing the receiver by itself it worked but when using the y cable, nothing came up on the screens and there was a spark. This was out of box/during testing RMA 12111762". Conclusion: reported failure mode was confirmed, root cause of issue likely due to a manufacturing fault and cable was returned to OEM globaltec for further analysis. OEM investigation will be documented as part of nc pr# 2618608. The product was returned for investigation and the failure(s) identified is consistent with the complaint record. Failure mode will be monitored for future reoccurrence. The device manufacture date is not known. H3 other text : 81.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that rep received a minor shock from spark.